Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt went back into surgery on (B)(6) 2011 due to loss of movement/sensation bilaterally in his lower extremities and severe pain. The pt was diagnosed with an epidural hematoma. Removal of the hematoma and explantation of the lead resolved the issue. The pt was re-implanted with a new lead.